Event description:
During case, surgeon reported spark and flame emitting from the tip of the bovie attachment device. Report of esu power generator default when plugged in and had to have settings re-entered. Two part case-unit and attachments functioned properly during first phase. Equipment re-positioned for second phase and shortly after, a burst of spark and flame emitted from the tip of the bovie attachment device. Esu generator was exchanged. Attachment device continued to be used without incident throughout remainder of case. No harm to pt. Biomed evaluated entire unit inside and outside, did not find any issue with unit, did not see any burn marks or smell smoke. No damage to internal boards, power cord cable ok, performed overall preventive maintenance; at no time did it smoke or spark during internal/external evaluation.